Event description:
The low flow alarms were cause by hypotension and hypovolemia. The patient was treated with medication.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported hematuria could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log files confirmed low flow alarms prior to their reported resolution on (B)(6) 2023; however, a specific cause for these events could not be conclusively determined. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. Low flow hazard alarms were captured on (B)(6) 2023, which were associated with elevated pi values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was reported that the patient was otherwise asymptomatic, and the alarms ultimately resolved. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. In reference to pulsatility index (pi), section 1 states that "pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle)." Section 6 (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for hematuria and had low flow alarms which resolved on (B)(6) 2023. The patient was noted in the log file to have more low flow alarms on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.